Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a kidney transplant the staples did not form properly and blood was shooting from the staple line. The vessel was clipped, and a second staple line was placed to stop the bleeding. A second stapler was used to staple a vein and the main artery to the kidney to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Photographic analysis: one photo was provided. The picture shows tissue with three staples on it. The staples are noted with the proper formed shape. Bleeding can be seen in the picture. Based on the photo alone the bleeding is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.